Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported that a noise occurred out of the fan during operation checking. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:(20jan2021. B4:25jan2021. Failure analysis on the returned cooling fan shows no functional faults found. This fan (date code: 1943) did not produce any abnormal or elevated noise. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26aug2020. B4: 14oct2020. The service technician replaced the cooling fan to address the reported noise. The service technician found that the rubber feet attaching portion for cpu tray cover was deformed, so the cpu tray cover was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.